Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd) patient was hospitalized for low blood pressure, however, the event was not a new onset issue. The patient had history of blood pressure issues for which he takes hydralazine. The pdrn stated that the patient is compliant with all medications. The patient continued pd throughout hospitalization and the event resolved. The pdrn stated the event occurred due to the patient over dialyzing. Additional information has been requested.

Manufacturer narrative:
Additional information: (medical records), (patient codes) clinical investigation: a temporal relationship exists between the liberty select cycler and the reported adverse event of orthostatic hypotension warranting hospitalization. However, per the pdrn the, causality for the event is attributed to ¿over¿ dialyzing, as the patient was noted to be four killograms below their estimated dry weight upon admission. Based on the information available at the time of this clinical investigation, there have been no reported allegations or documentation indicating the liberty select cycler malfunctioned in any way to cause or contribute to the event of orthostatic hypotension. Should additional information become available, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the patient was hospitalized for dizziness and orthostatic hypotension (values unknown). The peritoneal dialysis nurse (pdrn) reported that the hospitalization was due to ¿over¿ dialyzing. Upon admission it was suspected the orthostatic hypotension was directly related to peritoneal dialysis (details unknown) therapy, and thus a nephrology consult was placed. Nephrology reportedly adjusted the dialysate prescription several times (details and composition unknown) and added midodrine 2.5 mg by mouth thrice daily for blood pressure support. These measures were successful in improving the patient¿s blood pressure (systolic blood pressures in the 160-180¿s mmhg). The patient was also noted to be hypokalemic (value unknown) during the hospitalization and was given potassium 20 meq by mouth daily. Per the pdrn the patient continued to perform peritoneal dialysis (pd) therapy throughout the hospitalization and the event of orthostatic hypotension has been resolved. It is unknown if any fresenius device(s) or product(s) were utilized during the course of hospitalization.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.